Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the, "pump not connecting to cgm" and the insulin gauge was inaccurate. Additionally, it was reported that the pump touch screen was cracked and unresponsive and that occlusion alarms occurred. Furthermore it was reported that the customer received "error codes from the pump". There was no reported adverse impact to the customer's blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.